Manufacturer narrative:
The insulin pump powered up properly after battery installation. No blank display was noted. The insulin pump was received with normal operating currents and no unexpected off no power, weak battery, bad battery, low battery, battery out limit, or failed battery test alarms were noted. The insulin pump passed the self test, reset error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery alarm test, and displacement test. The insulin pump had minor scratches on the display window, cracked case at the display window corners, cracked battery tube threads and a cracked reservoir tube lip.

Event description:
The customer reported via telephone call that the insulin pump screen was blank. The blood glucose reading was 320 mg/dl. The insulin pump was not dropped, bumped, or exposed to moisture and showed no signs of physical damage. The battery cap contacts were not missing or damaged and the battery compartment and spring were not missing or corroded. The customer was advised to insert a new battery and reported that the display did not return. The customer also reported a low blood glucose 42 mg/dl and stated it was due to over bolusing for dinner. The customer declined troubleshooting for high and low blood glucose. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.